Event description:
A customer reported their epiq cvxi ultrasound system shut down unexpectedly during a cardiac mitral valve procedure. The procedure in progress was completed successfully using a different ultrasound system available at the customer site. There was no harm or altered patient outcome as a result of the issue.

Manufacturer narrative:
Initial evaluation of the system logs indicate defective batteries to be the cause of this issue. Repair details and final system logs evaluation will be included in a follow up report upon system repair and investigation completion.

Manufacturer narrative:
In response to the issue, a service escalation was initiated. Philips technical support performed a thorough review of system log files and found several entries indicating defective batteries. As a correction, the batteries were replaced. The suspect batteries were disposed of locally so no further failure analysis was realized.